Manufacturer narrative:
Product analysis: analysis was able to confirm the damage to the ventricular output connector and the case. Analysis also noted that the upper case was broken, the lower case was broken, the display frame boss was stripped, and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output connector was pushed into the case and the plastic was broken. The epg was returned for service. There was no patient involvement.